Event description:
It was reported that the customer had a low battery alert and a bad battery test. Customer put in 7 new batteries but stated that it won't work. Customer's blood glucose level was 500 mg/dl. Customer treated with manual injections. Troubleshooting was performed. Customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap to rule out any possible issues with the battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.